Event description:
It was reported that during an IPG replacement, the right extension was stuck in the original IPG. Information indicates the IPG meets or exceeds 75% of its expected longevity. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the extension was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.